Event description:
It was reported that the right ventricular lead was opened, but not used. The lead was noted to have a "noticeable bend in lead between [high voltage b] coil and the pace/sense" tip. The physician asked for another lead. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.